Event description:
Customer stated they were getting high blood glucose results. The dr increased glucovance. The customer states they received a result of 167mg/dl and later had a hypoglycemic attack and went to the hosp. 20-30 mins later the hosp received a result of 11mg/dl. The customer was given an IV of glucose and also was given fruit to eat & juice to drink. The next day the customer states that their device gave a result of 350mg/dl and the hosp result was 125mg/dl. The customer was using expired controls. The customer also stated that they store glucose strips without the cap on the container and store them in the laundry room. A request was made for the return of the suspect device and replacement product was sent.